Event description:
Info is from pt's spouse not health professional. Pt receiving vancomycin 1500mg/250ml in an alaris readymed 250ml pump to be infused at 167ml/hr. Pt's spouse states drug was delivered in 30 mins rather than 90 mins. Pt had fever 104.5f, chills, slurred speech, jerks, red flushing, and looked purple. Pt went to ER via ambulance. Pt was hospitalized. Pt is still on oxygen pt's spouse says b/c of the experience. She states this has happened 2 other times with the readymed pumps but the 3rd time was much worse. Each time pt went to the ER.